Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During the initial implant procedure, the right ventricular (rv) lead was repositioned multiple times in attempts to achieve optimal sensing values and capture threshold. Upon final placement in the right ventricle, the patient experienced dyspnea and hypotension. An echocardiogram was performed which revealed a cardiac perforation of the right ventricle which resulted in a pericardial effusion. An emergency pericardiocentesis was performed to drain the effusion, which stabilized the patient. The implant procedure was completed without further complication. The patient was in stable condition.